Manufacturer narrative:
(B)(6) .this lot was manufactured july 14, 2016 - july 16, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The photo showed evidence of liquid inside the infusor device housing which indicates a leak occurred. The cause of the leak could not be determined from the photo. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The infusor was filled with flucloxacillin (flucloxin) 8000mg in sodium chloride 0.9%. This was identified prior to use. There was no patient involvement. No additional information is available.